Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that on (B)(6) urine leak occurred and upon examination the urinary catheter was prolapsed and the urinary balloon ruptured. It was also stated that there was no urethral injury and no special discomfort. It was reported to the doctor immediately and the doctor advised to give a new indwelling catheter. It was advised to fix the urinary catheter properly and the catheter will drain smoothly and the urine will be pale red. It was reported that this patient underwent holmium laser lithotripsy and stent placement in the left ureter on (B)(6) 2020. After the procedure, a foley catheter was indwelled. At 23:00, (B)(6), the patient complained about urine leaked. An inspection indicated that the urethral catheter fell off and its balloon was ruptured. The patient¿s urethra was checked for injury and no unexpected discomfort was developed. The removed urethral catheter and balloon were complete.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. However, the potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "precaution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged. Warning: do not use petroleum substrate lubricants with the latex based urethral catheters, such as petroleum jelly and labe liquid paraffin which will damage latex and burst balloon. Water soluble lubricants can be used. Do not aspirate urine through drainage funnel wall. Single use only. Do not resterilize. For urological use only. Valve type: use luer syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that on (B)(6) urine leak occurred and upon examination the urinary catheter was prolapsed and the urinary balloon ruptured. It was also stated that there was no urethral injury and no special discomfort. It was reported to the doctor immediately and the doctor advised to give a new indwelling catheter and it was advised to fix the urinary catheter properly and the catheter will drain smoothly and the urine will be pale red. The patient underwent holmium laser lithotripsy and stent placement in the left ureter on (B)(6) 2020. After the procedure, a foley catheter was indwelled. At 23:00,(B)(6) , the patient complained about urine leaked. An inspection indicated that the urethral catheter fell off and its balloon was ruptured. The patient¿s urethra was checked for injury and no unexpected discomfort was developed. The removed urethral catheter and balloon were complete. As per additional information on 07sep2020, it is confirmed that there¿s no missing pieces.